Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an unrelated procedure, the lead was being removed and the superior vena cava was torn. The patients blood pressure dropped and the patient later deceased due to blood loss. No additional information was available.